Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient was talking to her sister on the phone when she started to feel shaky and dizzy. She checked a finger stick and it was 45 mg/dl while the cgm was 86 mg/dl. The patient ate chicken and rice and took a glucotab (15g). An hour later, she still felt lightheaded and the cgm was 125 mg/dl while the bg was 45 mg/dl. Her mother brought her to the hospital. At the hospital, the bg was 45 mg/dl while the cgm was 90 mg/dl. The patient was in the hospital for 2 days. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c and d zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.